Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement : the complaint device was received and evaluated. Under magnification, it was found that anchor is not fully seated in the sleeve, and the anchor pins were very close to the sleeve holes, but not fully seated. The device was loaded into the versalok applier, and the trigger was fully squeezed, until the anchor pins were fully deployed into the anchor sleeve and fully seated. The reported failure can be confirmed and is attributed to the user not fully squeezing the applier trigger, resulting in a partial deployment of the anchor pin into the anchor sleeve. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that was released to distribution on (B)(6) 2015. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Surgical technique was followed during a rotator cuff repair on (B)(6) 2015. The versalok anchor was tapped up to the black line using a mallet. Using sutures that came with versalok, anchor was properly tightened with tensioning rod. The anchor stood proud and did not fully deploy into rotator cuff. The doctor tapped with the mallet and re-deployed the same anchor and cut sutures as per versalok technique. Anchor came out of the patient with titanium insert not fully engaged with anchor. The surgeon completed the case using 6.5 fastin anchor w/orthocord.